Manufacturer narrative:
H3: product analysis of product:9560101, lotno:1841074r - distal end damaged, outer tube bent, endoscope shows signs of usage, broken lens and image not correct. The damages to the product were caused by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having microendoscopic discectomy for hernia. It was reported that bipolar was connected, and during use, sparks and smoke occurred. A trace of melting was seen at the tip of the proximal part of forceps. After that, it was substituted with another bipolar and the operation continued. The monitor's visibility was poor, half of the circle was covered in mist. There was a delay of less than 60 minutes in the overall procedure time. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.